Event description:
It was reported that a generator was found to be opened and put back on the shelf. It was stated that the main packaging was opened completely and the sterile package was a third of the way open, therefore the generator was no longer sterile, and could not be used. Additional information was received that it was possible that the generator packaging was opened by someone at the facility, but nobody claimed to have opened the generator. It was stated that the package did not arrive that way to the facility. A review of device history records showed that the generator was sterilized prior to distribution and all other quality tests also passed prior to distribution. The device was sent back for product analysis, but has not been received by the manufacturer to date. No other relevant information has been received to date.